Manufacturer narrative:
(B)(4). A visual , dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. No photo available. The device history record review showed that there were no issues related to functional issues on the corrugated component involved in this complaint (B)(4) (corr-a-flex tubing,100 ft roll) batch 74e1502895 during the manufacture of the material. No corrective action can be established at this moment since the device sample or pictures are not available for evaluation. Customer complaint cannot be confirmed based only on the information to perform a proper investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. If the device sample becomes available at a later date this complaint will be re-opened

Event description:
The customer alleges that the tubing had a leak in the crease. The alleged failure was detected during the pre-test. No patient injury reported.